Manufacturer narrative:
The device was returned for analysis. The reported suture detachment was not confirmed. The foot detachment was confirmed. The foot retraction issue could not be tested due to the condition of the returned device. Difficult to remove from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received. The foot was separated and not returned. Follow up with the account identified that it was noted that the foot had separated; however, this did not occur during removal of the device and the foot did not separate in the anatomy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional stemi [st elevated myocardial infarction] procedure. Reportedly, the suture broke and came out with the proglide device. The foot did not close and the physician tried to advance device a little and put the foot down and it got stuck. The device was rewired, and removed. No tissue damage occurred. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.